Event description:
It was reported, that the patient developed an infection at the pod¿s insertion site, while wearing the device between 4 and 24 hours. Causing pain, swelling, puss from the infusion site. The patient was taken to the urgent care and placed on an intravenous therapy of fluids, the site was lanced. The patient was given ibuprofen. And the patient was prescribed antibiotics. The pod was discarded.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.